Event description:
Spontaneous call from pt's daughter who said pump started beeping again with error "no disposal." Pt's daughter attempted to run cassette [lot number not known] on both pumps and got the same error on both pumps. Pt's daughter was advised to make a new cassette. When new cassette was made, the error went away. Did the reported product fault occur while in use with the patient? No, preparing cassette for switch did the product issue cause or contribute to patient or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the patient have additional cassettes they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. No additional information reported. Reported to (B)(6)/caremark by pt/caregiver.